Manufacturer narrative:
The insulin pump passed the displacement test, active current test, sleep current test and self test. Blank display not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they just replaced insulin pump with new batteries twice already and still it did not turn on. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer called back after receiving a new battery cap. Customer stated that the display was blank less than 30 seconds and did not returned. Customer stated that the display was blank currently. Customer stated that they removed the battery and stated the insert battery alarm did not display on the insulin pump screen. Customer stated that the contact on the battery cap was neither missing nor damage. Customer stated that the battery compartment was neither damaged nor corroded. Customer stated that the spring was neither damaged nor corroded. Customer stated that the display did not return after insulin pump restart. Customer stated that the insulin pump had not been dropped recently. Customer stated that the insulin pump had not been exposed to moisture recently. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.